Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm and advised finish with manuals. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp stated that when her husband found more solution than normal in the outer bag when he set up her supplies earlier that day, he did not detect any holes. The wife checked the bag and there were no holes. When the hp hooked up that evening, she did not find any leaks on the blanket which the set up was on. The hp verified that there were no loose connections, disconnections or defects on the supplies. The next morning the hp said that the supply bag was empty and normally there is some fluid left. Per hp, she did not receive any injury or medical intervention as a result of this incident, the nurse had not been notified. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.